Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cdh33 instrument staples did not feed on firing. Another instrument was used to complete the case. There was no consequence to the pt.